Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
The strings always unravel - tampon [device physical property issue]. Bleed through because strings always unravel - tampon [device ineffective]. Case description: consumer reported via e-mail that tampon strings unravel. No injury reported.